Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented damaged housing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The housing damaged was identified during functional testing. The cause was unable to be determined with the provided information. No action was taken to correct the condition; the equipment was out of service. Should additional relevant information become available, a supplemental report will be submitted.